Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective ssd drive of the ivs. During investigation, it was determined that the patient death was not a result of a system failure. The investigation showed that there was no error with the image acquisition system (ias). Although the report indicated that the exam room (ias) was affected, the log files showed otherwise. Only the imaging visualization system (ivs) of the control room was affected and the procedure was continued on the imperfect system. By design, defective hardware on the ivs in the control room does not affect the ias in the exam room. The error described was caused by a defective ssd drive of the ivs. No error accumulation has been recognized regarding this part. The system was fixed on site by the local service organization by replacing the ssd drive of the ivs. The error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee floor system. Acquisition was not visible in the exam room during an emergency procedure. It was reported that the patient passed away. The patients condition prior to examination or type of procedure being performed is not yet known.